Event description:
It was reported that the pt was needing an MRI. The hcp reported seeing the "no device found message" on programmer. Hcp noted they have the programmer right over the ins. Pt stated they recharged the ins the night prior. Hcp states they can feel the ins in the patient's body and pt is small, maybe around 100lbs. Troubleshooting performed during call: started a recharging session with excellent recharge quality, confirmed programmer is 100% charged and ins battery is at 80%, tried resetting programmer by removing the li battery for a moment, repositioned programmer (hcp states they have it touching the pt's body where the ins is), suggested patient change positions (sit vs. Stand) and suggested trying telemetry in another area of the clinic. Issue was not resolved through troubleshooting steps. Hcp noted they have the local mdt rep's number and will follow-up with them. Tss directed pt to follow-up with hcp if issue persists. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp wanted to provide update regarding the patient (pt). Hcp reiterated that they were having a hard time connecting to the ins without using the recharger but they called the local representative (rep) who suggested having them keep the charging cable attached, then exiting the charging screen and then proceeding to activate MRI mode. Hcp states they were then able to activate MRI mode but pt was still redirected to follow up with their managing provider.